Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and active current test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer stated that the battery cap not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.